Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the pump might have been dropped or bumped. The customer stated that the battery compartment spring is corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack also had a corroded battery tube. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm low battery and battery out limit alarms due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner.